Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation lab for evaluation and the customer¿s complaint was confirmed. The evaluation showed that 3 reboots occurred and then the device alarmed vent inoperative. It was determined that this issue is due to the microprocessor. Although the issue was due to the microprocessor, the root cause could be determined. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.